Event description:
It was reported that during cleaning at the user facility the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during cleaning at the user facility the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a crack in the trigger housing at the screw boss was identified, which can lead to the reported event. The cracked trigger housing can be caused by a material integrity issue or impact.